Event description:
A problem was reported with a pump declaring an altitude alarm. There was no adverse impact on the customer's blood glucose level. The issue, which was not recurring and did not require a cartridge replacement, was resolved after the caller received and understood tips from technical support on preventing altitude alarms, allowing them to resume insulin delivery with the original cartridge.